Event description:
Tibial implant loosening on a total ankle replacement that was implanted multiple years ago requiring revision of the implant. The loosening appeared recently and other than that the patient is doing well.

Manufacturer narrative:
Health effect code 2646 chosen because system did no recognize intended code 4883 as part of the investigation, images of the patient's ankle at the time of the original surgery and now were reviewed for potential cause for the reported tibial implant loosening. In the images, it appears that bone cement was not used on the bone contacting surface of the implant, although the device is only indicated for use with cement, per lbl-50013 IFU -kinos tar. Bone cement is used to securely affix the implant to the bone; without it, there is potential risk of implant loosening, as seen reported in the complaint. Based on the investigation, the are no deficiencies with the design or risk considerations of the implant or the ability of the plasma spray/bone cement combination to provide secure fixation to the distal tibia.